Event description:
At the end of the procedure, when we had already disconnected the insufflation tubing, rn, pointed out to us that there was blood inside the tubing. She asked if this was a normal finding to which no one affirmed. We then visually checked the port to the insufflation machine to see if blood had flowed into it. We could not either confirm or deny that any blood entered. Reported this finding to our manager. Work order for the insufflation machine to be checked.